Event description:
MFR writes: "the 3100a is designed and tested to withstand normal amounts and occurrences of electromagnetic interference (emi). Under certain circumstances, however, it is possible for emi to affect the components of the system. Emi consistes of electromagnetic waves from one electronic device interfering with the function of another electronic device. These waves can be radiated through the air or conducted through electrical wiring. Likely causes of troublesome emi in the hosp setting include, but are not limited to, MRI systems, lasers, diathermy equipment, cauterizers, transmitting computers and handheld radio transmitters. Operation of radio transmitters (eg walkie-talkies, cellular phones, etc) within 20 feet of the instrument may cause erroneous pressure readings, which can lead to false alarms and automatic shut-down. These erroneous pressure readings are not due to fluctuations in the actual pressure but are the effect of emi on the components of the measurement circuits. Once the disturbance stops, the reading returns to normal. If the condition of interference is strong enough and lasts long enough, the >50cmh20 or the <20% of set max alarms may be triggered which will cause the dump valve to open and the oscillator to stop. Once the emi disturbance has stopped or has been removed, press the reset switch to restart the oscillator. The situation can generally be remedied by locating the offending device and then distancing it at least 20 feet away. In addition to the radiated emi described above, conducted emi can also cause the same problems by disturbing the ac power line. Typical devices which can exhibit this phenomenon are personal computers and other devices that rely on high speed switching electronics. This sort of interference can be difficult to locate if there are many such devices in the immediate vicinity. Without expensive electronics detection equipment the only means available to locate the offending device is to power down the surrounding systems one at a time until the interference is removed. It is important to note that radiated interference from hand-held radio transmitters is the most common, and sources such as these should be isolated first. The majority of devices used in a hosp environment have been checked for conducted emissions and only through a malfunction of the device is there likley to be an interference problem.